Event description:
It was reported that during an unk procedure, the handpiece received an error 3 handpiece error with a test tip. No pt involvement occurred.

Event description:
Customer reportedly received results of 194 mg/dl on the advantage system and 106 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number 302648, expiration date 08/31/2011). (B)(6).